Manufacturer narrative:
Devices will not be returned. If the devices for additional information becomes available it will be reported on a supplemental report. Same patient event as MDR 9610622-2012-00436 and MDR 9610622-2012-00437.

Event description:
It was reported that, I received an email from the operating room manager stating that the reamers were bent as well as "breaking" at the top.